Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the issue of monopolar not working. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy is not working and the generator is displaying error code c-34. Tse advised changing the monopolar settings from swift to classic as a temporary workaround however the issue returned. Technical support engineer (tse) guided customer to use forcetriad as workaround. The procedure was completed with no reported injury.